Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Update: additional information was received from the clinical department indicating that the patient was having signs of hemolytic anemia with bloody urine output. The patient was seen by hematology and given transfusion parameters. Extracorporeal membrane oxygenation (ECMO) was also initiated. Hemolysis was determined to have a definite relationship to the impella device and a definite relationship to the pci procedure. Update: additional information was received from an abiomed representative that all pulses were present at the time of explant. Prior clinical narrative: an impella cp device was inserted into the right femoral artery in a 66-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage a shock, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the distal pulses were not found by doppler. The popliteal pulse was present with monophasic tone. The right leg was slightly discolored and cooler than the left leg. It was noted that the patient had peripheral artery disease (pad) at baseline. After one day and 21 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.9l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
B5 narrative updated and h6 codes updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage a shock, on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the distal pulses were not found by doppler. The popliteal pulse was present with monophasic tone. The right leg was slightly discolored and cooler than the left leg. It was noted that the patient had peripheral artery disease (pad) at baseline. After one day and 21 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.9l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added a concomitant product. Pdi/ peripheral arterial ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Pdi/ hemolysis : the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.